Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) was dispatched to investigate the reported issue. While reviewing the network settings, it was found that the ip address setting was set to dhcp and not static like it should have been. Once the setting was adjusted, the device operated as expected. The cause of the reported issue was due to the device ip settings.

Event description:
The customer reported that telemetry monitoring in their 1100 unit was showing offline. There was no patient or user harm associated with this event.